Event description:
It was reported that a malfunction alarm occurred. It is unknown whether there was any impact on the customer¿s blood glucose level as they declined to answer if levels exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump.